Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing non-conformance was not identified. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 19mm bioprosthetic aortic valve, implanted for three (3) years and one (1) month, was explanted due to unknown reasons. The explanted device was replaced with a 11500a 21mm inspiris resilia valve. Post op patient's status noted in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The reported event was not confirmed. However, based on the investigation, it has been determined that the root cause of this event was due to patient related factors. There was no indication or allegation of a device malfunction contributing to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that this bioprosthetic aortic valve, implanted for three (3) years and one (1) month, was explanted due to endocarditis. Per medical records, the patient was found to have evidence of severe prosthetic aortic valve stenosis with a greater than 60mmhg gradient across his aortic valve. Subsequent tee demonstrated a perivalvular abscess involving the aortic root. There appeared to be a large vegetation extending from this area of perivalvular abscess onto the anterior mitral valve leaflet. The patient did have positive blood cultures for streptococcus. Therefore, the patient required redo-avr. Intraoperatively, there was a perivalvular aortic valve abscess noted extending down onto the anterior mitral valve leaflet. There appeared to be some vegetation on the anterior mitral valve leaflet that was likely extending down from the area of the perivalvular abscess cavity. There was mild mitral regurgitation noted. The prosthetic aortic valve appeared to be opening and closing appropriately. There was no prosthetic valve regurgitation noted. There was no vegetation on the prosthetic aortic valve. There was an extensive perivalvular abscess cavity noted in the area of the commissure between the left and the right coronary sinus. There appeared to be flow from the left ventricular outflow tract over the anterior mitral valve leaflet and into the left atrium through this area of perivalvular abscess. The explanted device was replaced with another edwards valve. Debridement and closure of the perivalvular abscess cavity/fistula was performed. Mitral valve annuloplasty using a bovine pericardial patch was also performed. After weaning the patient from bypass, tee demonstrated evidence of left ventricular dysfunction. The septum, the anterior wall, and the lateral wall of the heart did not appear to be contracting. It was felt that there was likely some obstruction of the left main coronary artery. Therefore, the patient was placed back on bypass and CABG x1 was performed. An iabp was also placed. The patient was weaned from bypass again and tee showed marked improvement in the overall left ventricular function. The prosthetic aortic valve appeared to be functioning appropriately. There was no evidence of prosthetic valve regurgitation or perivalvular leak. The perivalvular abscess cavity was noted to be completely closed. The patient was taken to the ICU in critical condition. The iabp was removed on pod #4. The patient tolerated the procedure well with no complications.